Manufacturer narrative:
This supplemental report is being submitted to provide correction to h6 codes. Corrected fields: h6. Updated fields: h2.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited rust formation on the distal cap and behind the forceps elevator. There was no patient involvement.